Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round moderate profile 325cc saline breast implant, catalog number 3501640, serial number (B)(4), lot number 5852955. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with mentor smooth round moderate profile 325cc saline breast implants that the left side is deflated after implantation. The patient also had slight capsular contracture as a result, patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
On 5/10/2018, the mentor failure analysis lab has received the device for evaluation. Device evaluation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed a crease on the anterior aspect and extending to the posterior aspect. A rent measuring approximately 0.7 cm was discovered within the crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of white material observed in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On 5/24/2018, additional information indicated that the deflation was discovered during surgery, and was replaced with an unspecified mentor saline device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/25/2018, additional information indicated that the patient did not have any issue with capsular contracture. (B)(4). Manufacturer¿s reference number:

Manufacturer narrative:
Additional information received on 7/9/2018, indicated that the patient was born on (B)(6) which her age at the time of event is (B)(6) years old manufacturer¿s reference number: (B)(4).